Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed an unspecified error message. There was no adverse patient impact reported.

Manufacturer narrative:
The product and serial number grids have been updated since the initial report.